Event description:
It was reported that during a right colectomy procedure, the reload did not work. It was used with gold color, in second firing fall, in regular tissue, without buttressing material, did not exist stapling line near the line stapler. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: reload did not work? No. In second firing fall, does this mean the cartridge fell out of the device? If so, did the cartridge fall into the patient? How was the cartridge retrieved? Did the retrieval affect the patient in any way? If so please clarify. No, that means the first fire working perfect, on the 2nd fire the reload did not work. Also clarify: did not exist stapling line near the line stapler. Yes did not exist. Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? Yes. Did anyone move the firing knob to the left or right after loading the device but before firing? The surgeon said not. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? They did not see the line staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? Yes. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? Before. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? No. Was the firing to close an ostomy? No. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Cancer. How long has the surgeon been using this device for this procedure? 3 month. What predicate device was used by the surgeon? Ntlc. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. The analysis results found that the reload was received in good visual condition and with the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into a test device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.